Manufacturer narrative:
Method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to f&p healthcare for investigation. Additionally, no photographs were provided. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that the rt380 breathing circuit failed a ventilator leak test prior to patient use. Conclusion: without the return of the device, we are unable to confirm the cause of the reported event. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that an rt380 adult dual heated evaqua2 breathing circuit failed a ventilator leak test prior to patient use. There was no patient involvement reported.